Manufacturer narrative:
Method - manufacturing record review, complaint history analysis, and risk assessment. Results - a thorough investigation could not be performed due to the unavailability of the implicated devices and a lack of essential info and x-rays. Complaint history analysis: (B)(4). Each one of the complaints involved the backing-out of a single screw. The investigations into past complaints concluded that the failures were the result of a non-fusion and user-error. Risk assessment: the post-operative screw back-out led to the pt having to undergo an unanticipated revision surgery. Conclusion - as the sales rep reported that the screws were free-handed, the failure is strongly believed to be the result of the user not using the appropriate guidance instrument when preparing the screw-holes. Report is filed on the screw. The plate, also implicated in this event, is part of the construct that remains implanted in the pt. If product becomes available and the results of the engineering analysis reveal a product issue, a separate report will be filed at that time for the plate.

Event description:
It was reported that, "it was reported that the surgeon performed an unanticipated revision surgery to remove an aviator screw that backed completely out of an aviator plate. The screw was removed and not replaced, the surgeon left the plate implanted with 5 screws. A nasal gastro tube was also implanted at the surgeon's discretion. The sales rep noted that the locking mechanism appeared intact. The screw did not show any apparent signs of damage when it was removed. From the initial surgery, it did not appear over angulated either. The operating room coordinator would not allow the sales rep to keep the screw and stated it was hospital policy to dispose of it."